Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+1.5/077 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic deformed and foreign material on lens surface (residue on lens). (B)(4).